Event description:
It was reported that during procedure for a pulse field ablation (pfa) procedure a rf wire parth of versacross steerable access solution was selected for use, it was noted that versacross wire was used to put the versacross sheath and dilator in the right atrium. Dilator and wire were removed to introduce a non-bsc catheter to complete cti ablation, this catheter was then removed to introduce again versacross dialtor and wire. Dilator was begun to be loaded into the sheath then pushed the versacross wire out so it lead into the right atrium prior to the dilator tip. Fluoroscopy showed that versacross pigtail wire was knotted at the tip, which made imposible to pull the wire through the dilator. For so, sheath and dilator were removed. A 11f sheath was introduced and wire was safely removed from the patient with no harm. Outside of the body the knot was visibly tighter than the view on fluoroscopy. The versacross system was replaced and the procedure was completed successfully. No patient complications were reported. The physician and staff did not note difficulties imaging, issues previous to inserting into the body, difficult anatomy or hardware. Wire did not make rf applications. The device is not expected to be returned.